Manufacturer narrative:
Correction to lot number from original incorrect lot 19442lf00 to corrected lot number 19422lf00.

Event description:
The customer states that a patient is consistently generating false reactive results on the architect anti-hbs assay with different lots. The following results were provided: (B)(6). (Lot 19442lf00). The patient has had the following hepatitis virus markers tested and all were non reactive (B)(6). The patient has not received the (B)(6) vaccine. No additional patient information was provided.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, release testing data review, specificity testing, and a review of labeling. The ticket search determined that there is no unusual complaint activity for lot 19422lf00. A review of the manufacturing and testing records was performed for this lot and no issues were identified. Clinical specificity testing was performed on this reagent lot and all results met validity and acceptance criteria. This investigation demonstrated that architect anti-hbs reagent, list number 7c18-25, lot number 19422lf00 is performing acceptably. No product deficiency was identified during the investigation of this complaint, however, a malfunction was identified as the other (B)(6) marker results for this patient suggests that the architect anti hbs results generated are (B)(6). In the absence of a return patient sample it is not possible to further investigate the reason for this. The architect anti-hbs package insert states that, "if the (B)(6) results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other (B)(6) markers for diagnosis of acute, chronic, or recovered infection."

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product., list number 7c18, that has a similar product distributed in the us, list number 1l82. (B)(6).